Event description:
Rptr was involved with a facility providing dialysis to pts in skilled nursing facilities snf's. The ro they are using is the ameriwater portable ro models me01 and mr02. The areas concerned are addressed on pages 15-20 in the manual: the pt401 antiscalant/scale inhibitor feed pump. Per manual and according to the ameriwater rep this device delivers small amounts of the descalant to the system even during dialysis. This means the pt is exposed during dialysis treatments to this chemical. Rptr questions the safety and appropriateness of this system. While a system may be suitable for an ro producing drinking water this does not assure safety during hemodialysis procedures. Rptr was provided a copy of the msds sheet for the descalant. Additionally the system has no safety alarm/lockout mechanism should the pump be set at a higher than recommended rate. There is also no mention of minimal exposure rates for dialysis and/or test for residual function. Based on these concerns rtpr questions the safety of the ro with this device in place for hemodialysis operations.